Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the inoperative central processing unit (cpu) printed circuit board (pcb) was not determined. To correct the condition, the cpu pcb assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have an inoperative central processing unit printed circuit board. No additional information is available.